Manufacturer narrative:
Explant date was not provided. (B)(6) 2025 is being used as an approximation. Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief during a programming visit. Scar tissue was encountered during lead implantation, resulting in sub-optimal lead placement, likely contributing to the reported event. Reprogramming was attempted multiple times but unable to provide adequate pain relief in the target area. The evoke scs system was explanted.

Manufacturer narrative:
Additional information: section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h11 - manufacturer narrative the evoke scs system was not returned to saluda. The root cause of inadequate pain relief could not be definitively determined; however, implanting difficulty due to scar tissue resulted in sub-optimal lead placement, which may have contributed to the reported event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the product met all requirements for release.